Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. 12 days post deployment, CT scan revealed that the filter was migrated from the infrarenal portion of the ivc to the hepatic segment of the ivc. Also, 2 of the self-centering arms have been distorted in an upward direction. The ivc is irregular in course especially at the level of the renal veins. This suggests thrombus extending from level of the renal veins and engulfing the filter both below and above as well as through the filter directly. Later, the patient scheduled for filter removal. One of the legs of the filter was seen to be protruding from the ivc. Multiple attempts were made to retrieve the filter. Therefore, the investigation is confirmed for the perforation of the ivc wall, migration, material deformation and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Adverse event problem (device: 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that that the filter migrated into the heart; struts perforated into the organs and difficult to remove. The device was removed via an open abdominal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: a sample evaluation could not be performed as the device was not returned. Images were not provided. Medical records were provided and reviewed. 12 days post deployment, CT scan revealed that the filter was migrated from the infrarenal portion of the ivc to the hepatic segment of the ivc. Also, 2 of the self-centering arms have been distorted in an upward direction. The ivc is irregular in course especially at the level of the renal veins. This suggests thrombus extending from level of the renal veins and engulfing the filter both below and above as well as through the filter directly. Later, the patient scheduled for filter removal. One of the legs of the filter was seen to be protruding from the ivc. Multiple attempts were made to retrieve the filter. Therefore, the investigation is confirmed for the perforation of the ivc wall, migration, material deformation and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter; however, the relationship with the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated into the heart; struts perforated into the organs. The device was removed via an open abdominal procedure. The current status of the patient is unknown.